Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a kink in the r2p destination sheath. Due to high calcification, the sheath became kinked. The device was replaced with a competitor's product to continue the procedure. The physician successfully completed the procedure. There was no health damage for patient. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.